Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver stuck on initializing screen. A receiver boot test was performed and failed due to the receiver stuck on initializing screen. Functional tests were not performed due to the receiver stuck on initializing screen. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver stuck on initializing screen.. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.